Event description:
EKG patches were changed per protocol and under old patches pt has pus filled blisters on both right and left arm leads. This has been an ongoing problem since we changed brand of ECG patches from 3m red dots to current brand. This has also been happening to other pts. This needs review.